Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23 mm trifecta valve was implanted in a patient with multiple co-morbidities including severe tricuspid regurgitation, ascites and massive lower extremity edema in the presence of end stage renal disease. The patient presented in 2018 with aortic valve insufficiency due to prosthetic valve calcification and on (B)(6) 2018, a redo avr was performed along with a concomitant tricuspid valve replacement. The calcified prosthetic aortic valve was to be replaced with a 21 mm regent aortic valve, however the initial attempt to rotate the valve using an abbott holder was unsuccessful and on the second attempt to rotate the valve the surgeon used a non-abbott on-x valve holder and the leaflet broke. All pieces of the leaflet were retrieved and the physician elected to complete the procedure with a 21 mm trifecta valve. The tricuspid valve was replaced with a 33 mm epic valve. The procedure was complicated by signification adhesions which made dissection difficult and the patient¿s coagulopathy which complicated the long operation. The dissection and rotation for the mhv extended the procedure by an additional 45 minutes due to rotation failure. The patient was hemodynamically stable throughout the procedure and echocardiograms post-bypass revealed good lv function and excellent function of the prosthetic aortic and tricuspid valves. The patient tolerated the procedure well and is recovering.